Event description:
It was reported that post band implantation, the band completely eroded and had to be removed. No infection or other complications were noted. The band was not replaced with a new one. The pt is ok and was released from the hospital in 2008.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.